Manufacturer narrative:
The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported that when using an evis light elite video system center, the screen turned black after being used for a period of time. The diagnostic procedure (gastroscopy) was completed with a similar device. There was no procedural delay or no patient harm associated with the event. The device was returned to service where evaluation found the device was no showing any endoscopic images. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The reported issue of image loss was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.